Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 491 mg/dl at the time of incident. Troubleshooting was performed. The insulin did not exit during plunger push. The customer's mother was unable to continue troubleshooting. The customer's mother mentioned that they were hospitalized due to high blood glucose. The reservoir will not be returned for analysis.